Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer has called via phone stating that lip ring has fell off. Customer can still put the reservoir in, however it is leaking. Customer explains she can't get serial number on her pump since it is in her trunk and she is was driving. Customer states she was not using pump for awhile since it was leaking. Customer will call back once she is at home and has all the details needed. The pump was not returned for analysis.